Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the fault was not observed using a test battery while bench handling, power cycling, and functional stress testing. Review of the log did see evidence of a software timeout on 1/26/26. The battery was not returned for evaluation. It was not determined what was causing the non-critical errors to occur. The main board was replaced as precaution. Evaluation of the main board did not duplicate the reported problem. The main board was scrapped. No emerging trend based on similar reports.